Manufacturer narrative:
The device is not available for return. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. With the provided serial number, the device history record review was completed and the product passed without nonconformances. If the device is returned, a supplemental report will be submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during priming prior to use on patient, there was black dirt inside the drip chamber of this pressure monitoring kit. There was no allegation of patient injury. The device is not available for evaluation, as it was discarded by the hospital.

Manufacturer narrative:
There was no product evaluation as the device was not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. During the execution of the engineering evaluation process, it was identified that the involved device is manufactured by the third party manufacturer, these devices are not processed internally in the bd apm manufacturing process. No evaluation could be performed for the issue since no objective evidence such as product samples, imagery, or videos was provided for investigation. Reviews of the DHR, lot history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the reported complaint. As such, based on available information, a definite root cause is unable to be determined at this time. 100% visual inspection is performed during third party manufacturing process.